Event description:
The reporter contacted animas on (B)(6) 2015 alleging elevated blood glucose of 16.4 mmol/l with drowsiness while insulin pump therapy. This event does not meet animas¿ criteria of a reportable adverse event. The reporter alleged air bubbles in the cartridge. The reporter confirmed that no product will be returned for investigation. This complaint is being reported because the patient alleged air bubbles in the cartridge that was not resolved with troubleshooting.

Manufacturer narrative:
Follow up #1 - animas is aware of additional information affecting the reportability of this complaint; animas customer support determined the user was not using proper cartridge filling technique, which was determined to be responsible for the alleged air bubbles in the cartridge. No product is being returned for investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.